Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate shocks. The lead was suspected to have fractured leading to oversensed noise. A lead revision procedure was performed where the lead was cut and capped. There were no additional adverse patient effects reported.